Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 999 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. It was reported that since the last pump replacement procedure, the patient was noted to have had periodic episodes of withdrawal symptoms and recovery. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. A CT dye study and open exploration was done. During the procedure, the catheter appeared to be kinking at the pump connector in the pocket when tension was applied to it. The hcp elected to replace the pump and the catheter as close to the entry point into the lumbar fascia as possible as the tip segment of the catheter had good csf (cerebrospinal fluid) flow and was deemed patent. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
H3: the pump and 8785 were returned and passed all testing in the laboratory and no anomalies were identified. The 8780 was returned and visual inspection identified there was damage to the transition and that the seal inside the cup of the connector was malformed. Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2022 product type catheter product ID 8785 lot# n527047 implanted: (B)(6) 2015 explanted: (B)(6) 2022 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.